Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding air in the patient line that occurred on the homechoice (hc) during initial drain. The hp requested assistance to re-prime the patient line due to air being in the patient line. The technical service representative (tsr) assisted the hp to cycle power to end the therapy and start over with all new supplies. There was no patient injury or medical intervention reported.